Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was white which blocked graphics and text. Additionally, the touch screen was backwards and upside down. Customer's blood glucose was 263 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.